Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual examination found cosmetic defects to the outer casing. The functional evaluation did not establish a relationship between the device and failure mode reported, the device passed both its blockage and leak tests. The root cause could not be determined as there was no fault found. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for blockage alarm has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. The device is equipped with high flow/leak, low vacuum and complete blockage/canister over-capacity alarms to alert users to these events occurring during therapy. These alarms are designed to activate based on changes in pressure status detected by device. It is important that patient, device and wound dressing are monitored at an appropriate interval to ensure therapy is being delivered. All users are advised to read and follow the instructions for use.

Event description:
It was reported that the device signaled being blocked for extreme negative pressure.